Event description:
A qualitative serum pregnancy test result reported negative. Based on this result the pt was administered a hormone injection. One month later the pt's physician suspected the pt was pregnant which was later confirmed with a sonogram.